Manufacturer narrative:
Investigation summary: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: the root cause cannot be determined. Complaint trend would be monitored. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the end cap on the bd venflon¿ pro safety shielded IV catheter was found "destroyed" during use after removing the needle. The following information was provided by the initial reporter: "the end cap on the venflon seemed to be destroyed after removing the needle in the venflon, so they had to use another cap."